Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was undersensing. The patient is scheduled for cardiac surgery in a week and they are planning on replacing the ventricular lead at that time. No patient complications were reported as a result of this event.